Manufacturer narrative:
Block b3: exact date unknown, event date used was explant date.

Event description:
It was reported that the patient developed a pressure ulcer at the ipg site due to prolonged sitting and bedrest. The physician still concerned of patients infection but did not believe it was caused directly by the procedure. The patient was prescribed with antibiotics. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.